Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend and retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. The physician encountered difficulty placing this lead. Upon initial placement the lead did not return satisfactory sensing and capture measurements. The physician retracted the helix and repositioned the lead but was unable to re-extend the helix despite the reaching the recommended maximum number of turns per labeling. The lead was extracted and an alternate lead implanted without issue. No adverse patient effects were reported.